Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used ¿ edwards sapien transcatheter heart valve ¿ PMA p110021, edwards sapien xt transcatheter heart valve ¿ PMA p130009, or edwards sapien 3 transcatheter heart valve ¿ PMA p140031. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during an aortic insufficiency (ai) transfemoral tavr case, a thv valve (model and size not provided) was implanted in the aortic position. Post valve deployment, the valve embolized into the ventricle. No further information regarding the actions taken at the time of the procedure or status of the patient is available at this time. Information regarding the native annular diameter was not provided. No valvular calcification was reported.

Manufacturer narrative:
Additional information: section a2: age at event, date of birth; section d4: model number, serial number, expiration date; section h4: manufacture date; section h6: evaluation codes; section h10: narrative text. Additional information indicated a 29mm sapien 3 valve was deployed using nominal + 4cc of volume. Immediately following the deployment of the valve, the results were ¿good¿. The valve was in the intended final position of 80:20 aortic/ventricular with no paravalvular leak (pvl). Ten minutes post deployment, the valve embolized into the ventricle. The procedure was converted to open surgery. The native annular valve area measured 680mm2 with no calcification reported. It was perceived that the valve embolization was due to no calcification present in the native annulus. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (no annular calcification) likely contributed to the valve embolization into the ventricle and subsequent conversion to open surgery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.